Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited signal artifact, with no over-sensing reported. The physician elected to continue to monitor the lead with no intervention performed. The patient was stable throughout.